Event description:
It was reported that approx 1-2 months after surgery at l5-s1, pt developed low back pain down both legs. Pt denied any trauma to the back. X-rays taken approx 10 months post op showed that a screw had fractured. A revision surgery was performed approx 11 1/2 months post op. The hosp is filing a medwatch to report the event. They will not release the dr's name.